Event description:
Analysis of the returned subject stent device revealed that it broke during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During visual inspection, the subject stent was seen to be deployed (deployed by operator outside the patient). The stent delivery wire was noted to be kinked. The stent was noted to be deformed and broken (the broken part was not returned). The introducer sheath distal tip was noted to be damaged. Functional inspection was not performed as the device was returned deployed. The reported stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. The reported stent deformed was confirmed during device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received was the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis. The stent was returned in the condition of deployed, deformed and broken, however it was reported the stent deployment occurred outside of the patient. The stent delivery wire was returned and found to be kinked and the introducer sheath was returned and found to be damaged. Its likely when the reported resistance was felt while advancing the subject device, manipulation of the device would have caused the damaged noted to the device during analysis. The as reported events 'stent difficult/unable to advance or pullback through catheter' and 'stent deformed' as well as the as analyzed events 'sdw kinked/bent', 'stent broken/fractured during use', 'stent deformed' and stent introducer sheath damaged' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.